Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6). Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown), bupivacaine, and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The patient rep stated that the communicator was having a hard time communicating with the handset. The patient rep mentioned that the issue had been going on and off for a couple months. The patient rep stated they were getting a message that said unable to communicate with the device. The patient rep stated the handset would get stuck at 75 to 80%. Patient mentioned they get 6 bolus a day. Agent had patient rep reset the handset. Agent assisted patient rep with clearing the data and closed all the apps. Agent had patient rep try to connect to the pump and caller was able to successfully connect. The patient rep confirmed they were able to connect and receive a bolus. The troubleshooting steps that were taken on the call resolved the issue.